Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited the nozzle had foreign objects additional the adhesive around the objective lens, the light guide lens, the plastic distal end cover, the control knob, the bending section cover and the connecting tube had foreign objects. There were no reports of patient involvement.